Event description:
It was reported that a catheter shaft fracture occurred. The 15mm in length and 3.0mm vessel diameter, 95% stenosed target lesion was located the moderately tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, when the device was advance to the patient's body, it was noted that the mid-section of the balloon delivery shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a catheter shaft fracture occurred. The 15mm in length and 3.0mm vessel diameter, 95% stenosed target lesion was located the moderately tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, when the device was advance to the patient's body, it was noted that the mid-section of the balloon delivery shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a complete break of the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 425mm distal of the strain relief. The hypotube was also noted to be kinked at several locations on both sections. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.